Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage and hospitalized low readings from the insulin pump. The customer was hospitalized for severe hypoglycemia. The customer stated that there is a crack on the screen. The customer mentioned that the key sheet is damaged. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No crack noted on the display window, on the lcd glass or on the insulin pump case. The insulin pump had a minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
The pump passed the delivery accuracy test.